Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if issue returned; no additional information was received regarding any further outcomes.